Event description:
When did it occur? : after use. Needle injury: no. Other treatment: no. Were the returned items used? : no. If used, no. Returned quantity: 1 ea. Details of the event (timeline, history, etc.): the rear needle got stuck, and remained in, the core ring of the solostar (sanofi k.k.).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula non patient end. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.